Event description:
It was reported the hcp was unable to communicate with the patient's device even with trying several different programmers. The patient had a procedure done and was told to turn stimulation off. After the procedure, the patient was unable to communicate with any physician or patient programmers. No other messages were on the programmers. No symptoms or further outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).